Manufacturer narrative:
Product complaint # (B)(4). Summary of additional device evaluation: the product issue described per ethicon pl report (B)(4) was not a result of improper loading of the subject cr40g cartridge reload onto the subject cs40b stapler device. The product issue described per ethicon pl report (B)(4) was a result of a retaining pin of the subject cr40g cartridge reload that was not properly aligned inside the anvil head of the subject cs40g stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. Subsequently, when the subject cs40b stapler device was fired with the retaining pin of the subject cr40g cartridge reload not aligned inside the retaining pin hole on the anvil head of the stapler device, the staples and knife on the cartridge reload were not properly aligned to the anvil pockets and washer on the anvil head of the stapler device, which then resulted in staples that did not form properly and a partial washer cut that was off-center.

Manufacturer narrative:
(B)(4) date sent: 1/9/2017. Batch # (B)(4). The analysis results showed that the cs40b device was received with the pushrod bent and with a cartridge reload present. The cartridge was received void of staples, with the washer cut, with the drivers and knife exposed. In addition, the returned cartridge was noted to have the rear cap damaged. It is possible that the pushrod was not fully in its home position when the reload was loaded on the device, causing the damage to the push rod and rear cap. No functional test was performed due the condition of the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. It should be noted that 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hand assisted sigmoid procedure, the surgeon had difficulty closing on thick rectum. The surgeon decided to change to a green reload. The surgeon still had difficulty closing the stapler and the stapler would not complete firing upon squeezing the firing handle. When the stapler was released, only half of the length of staple line was formed. Hand-sewed the recital stump. Patient ended up with an ileostomy.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2017. Batch # n55w61. Additional information was requested and the following was obtained: was the transection taken in one or multiple firings? One attempt. Is the ileostomy temporary or permanent? At the point of surgery that was unknown. There was a thought that it could be permanent. What is the current patient status? I do not know but will check with the surgeon as soon as possible. The analysis results showed that the cs40b device was received with the pushrod bent and with a cr40g cartridge reload present. The cartridge was received void of staples, with the washer cut, with the drivers and knife exposed. In addition the returned cartridge was noted to have the rear cap damaged. It is possible that the pushrod was not fully in its home position when the reload was loaded on the device, causing the damage to the push rod and rear cap. No functional test was performed due the condition of the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).